Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with scale marking error. There was no report of injury or medical intervention.

Manufacturer narrative:
Four samples were received for evaluation. One sample had a burnt flange from molding. Two samples had smeared print. One sample had light missing print caused by a rubmark ¿ however acceptable in process. Failure mode is verified. Burns can be caused when there is blockage in the mold vents/gates which can cause burns on the flange of the syringe during molding process. Smeared print likely cause from either a worn print pad on the transtech printer, low pad pressure between the print pad and syringe barrels, or swelling of the printer pad. Missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. No corrective actions required. Defect rate for all defects of this batch are 0.15% and allowed 0.65% (print defect and burns) defect rate per bd¿s specifications. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Failure mode is verified. Burns can be caused when there is blockage in the mold vents/gates which can cause burns on the flange of the syringe during molding process. Smeared print likely cause from either a worn print pad on the transtech printer, low pad pressure between the print pad and syringe barrels, or swelling of the printer pad. Missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible.

Event description:
It was reported with the use of the bd syringe with bd luer-lok tip there was an issue with scale marking error. There was no report of injury or medical intervention.